Manufacturer narrative:
Continuation of d10: product ID: 39286-65 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported the implant battery was removed but the leads were still implanted. Patient has been referred by pcp for head only MRI; agent reviewed information and provided ts number if hcp has additional questions. Agent warm transferred to prs agent to update device information. Patient stated the implant was removed because they were not using it at all and commented that they think the hcp, stated the battery had rust on it or something when it was removed. Date of explant: on (B)(6) 2023. Agent documented information given.